Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? No further information is available. What tissue structure is it located? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.